Event description:
A falsely elevated ctni result of 6.24 ng/ml was obtained on a plasma sample. This value was reported and questioned by the physician. The sample was rerun and the value of 0.06 ng/ml with an abnormal assay flag was obtained. The flagged result was above the ami cutoff o.o2 ng/ml set by the user. The sample was repeated on an additional dimension with a result of 0.00 ng/ml. Pt treatment was not prescribed or altered. There were no adverse consquences as a result of the falsely elevated ctni result. Analysis of instrument data indicates poor instrument maintenance by the operator.